Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2018, the patient underwent internal fixation surgery with the plate and the 6 locking screws in question. On (B)(6) 2019, the patient underwent removal surgery. The healing was delayed from the surgeon originally expected, and it might have caused the screw breakage during removal.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated event description. H3, h4, h6: a review of the device history record. Device history lot: part number: 439.957, lot number: h582399, part manufacture date: 26-mar-2018, manufacturing location: elmira, part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm ti lcpmedial proximal tibia plate 6h/left 119mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device history batch null, device history review this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: investigation summary pre-investigation statement: as described in the complaint description it was reported that a patient underwent internal fixation surgery with plates and locking screws. During the removal surgery, 6 locking screws broke at those necks. These broken screws are investigated in the other product complaint: (B)(4). The healing was delayed from the surgeon originally expected, and it might have caused the screw breakage during removal. The returned lcp plate was found intact and therefore the flow chart adverse event (no reported product problem) was selected for this investigation. At the pc level are attached the pictures of the received articles / condition. Investigation site: cq zuchwil. Selected flow: adverse event (no reported product problem). Visual inspection: the article is in used condition. Summary: the lcp plate is finally returned as a concomitant device without an alleged complaint condition. Upon visual inspection, there is no evidence that this device contributed to the complaint condition with the above mentioned occurrences. Therefore no additional investigation will be performed on this device, the broken locking screws are investigated in the other product complaint (B)(4). H11: d4/lot number & sterile part. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent internal fixation surgery with the plate and the 6 locking screws in question. On (B)(6) 2019, the patient underwent removal surgery. The healing was delayed from the surgeon originally expected, and it might have caused the screw breakage during removal. This complaint involves five (5) devices. This is 5 of 5 for report (B)(4).